Event description:
It was reported by the patient that the remote monitor shut off when the first telemetry reading indicator light came on. The transmission did not progress any further. The monitor was moved to a different electrical outlet and the same thing happened. The monitor was replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device would not start interrogation during the initial visual/functional check. However, after further analysis was performed, this failure disappeared, therefore a root cause could not be determined.